Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-feb-2018 with the following findings: during the investigation, the battery compartment was found to be cracked from the threads down to the case seal on the side. The battery compartment threads were found to be stripped, and the returned battery cap¿s threads to be stripped. The battery cap was unable to fit, and a test battery cap was used during the investigation. Moisture corrosion was observed in the battery canister. A leak test failed due to a battery compartment leak. The pump¿s cover was removed, and no further moisture corrosion was found to the printed circuit board. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment, with moisture ingress. This report is made based on the results of the investigation completed 09-feb-2018.